Event description:
It was reported that two days after implant, pacing failure was noted on both the atrial and ventricular leads. Fluoroscopy was performed in the catheterization laboratory, but lead migration was not confirmed. Possible micro-dislodgement was noted. Procedure was performed for lead placement verification. The implantable pulse generator (ipg) itself was slightly migrated to lower side, which led to a little bit of migration of both leads but they were fixed firmly. The leads were repositioned and remain in use with the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01 ipg, (B)(6) 2014-. (B)(4).